Manufacturer narrative:
H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having kyphoplasty the rapy. It was reported that the patient had dense sclerotic bone and the physician used a mallet to advance the hand drill to the target location. When the physician removed the hand drill, it was observed that the drill tip had broken during malleating and remained in the vertebral body. It was further reported that the retained drill tip was at the kyphoplasty location and was subsequently encased in a bolus of cement. The physician alleged that hammering/malleating the device caused the drill tip to break and it was encased in a bolus of cement. No patient symptoms or complications were reported.